Manufacturer narrative:
(B)(4).

Event description:
It was reported that a fluoroscopy revealed that the right atrial lead had dislodged. The lead was successfully capped and replaced. The patient was doing fine before and post surgery.